Event description:
Iabp malfunctioned, help screen giving possible cause = that catheter still in sheath. Tubing changed, console changed and iabp continue to function. An hour later, 2nd console again malfunctioned, iabp was removed and rep called. Blood appears to be in tubing. Dates of use: 2009. Diagnosis: severe aortic stenosis. Event abated after use stopped: yes. Return to surgery the next day.